Event description:
It was reported that the insulin pump had a frozen display and unresponsive buttons. It was stated that the customer went to the emergency room for a back up plan as the blood glucose was up to 20.4 mmol/l. Troubleshooting was performed, and the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screen noted, time/clock change properly. Unit had missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.